Event description:
It was reported that the nim console could not detect the hardwired connection, and a ¿patient interface fault detected¿ error persisted without resolution. The connection to the hardwired interface was intermittent and unreliable. There was no known patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis for nim console confirmed the reported issue of no communication and found that the uncharged battery, a defective eic pcba with a broken mute detector jack, misaligned crm radio firmware, and a reverse orientation pi cable pmb pcba connection failure. H6: codes b01, c0208, c070603, d02 and g02005 applicable for nim console. The previously updated codes b17, c20, d1102 and g02030 were no longer applicable. H3: product analysis for patient interface confirmed the reported issue of pi fault detected error message and found that defective stim pcba. H6: codes b01, c0208, d02 and g02005 applicable for patient interface. The previously updated codes b17, c20, d1102 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.